Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. A review of the documentation including quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of relevant manufacturing documents was conducted for cook airway exchange catheters. It was concluded that the device aspect in question was visually and functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Literature citation: mclean, s., md, lanam, c. R., benedict, w., bs, kirkpatrick, n., bs, kheterpal, s., md, mb, & ramachandran, s. K., md, frca. (2013). Airway exchange failure and complications with the use of the cook airway exchange catheter®. Anesthesia & analgesia, 117(6), 1325-1327. Doi: 10.1213/ane.0b013e3182a7cd3d. There was no other information provided except what has been reported in the event description. A cook airway exchange catheter was reported. No specific rpn was provided. Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. Airway injury, defined as a disruption of tissue in the airway including minor (dental injury, lip trauma, and airway edema). Other related reports originating from this article include: 1820334-2019-01182, 1820334-2019-01188, 1820334-2019-01089, 1820334-2019-01090, 1820334-2019-01091, 1820334-2019-01092, 1820334-2019-01093, 1820334-2019-01094, and 1820334-2019-01095. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported in the journal of anesthesia-analgesia that of 1177 uses, the cook airway exchange catheter (caec) was used for tube exchange in 527 patients and as part of the extubation plan in the remaining patients. When used for tube exchange, the airway injury rate was 7.8% (41/527; 95% cis, 5.7%¿10.4%) with 1.5% rate of pneumothorax verified by chest radiography (8/527; 95% cis, 0.7%¿3.0%). Inclusion criteria were adult (=18 year old) patients undergoing general anesthesia in which a caec was used during intubation, for tube exchange, or as an extubation aide from june 2006 to october 2012. The primary outcome of the study was the presence of caec failure, defined as the inability to complete tracheal tube exchange as intended. The secondary outcome was airway injury, defined as a disruption of tissue in the airway including minor (dental injury, lip trauma, and airway edema) and pneumothorax. This report is to capture the airway injury that occurred when caec is used for tracheal tube change. Patient and event information was provided regarding eight patients that incurred a pneumothorax as a result of the airway injury. The eight events have been reported separately. Additional details related to airway injuries that resulted in a pneumothorax were provided for eight patients. The details surrounding those vents were reported in MDR report numbers: 1820334-2019-01088, 1820334-2019-01089, 1820334-2019-01090, 1820334-2019-01091, 1820334-2019-01092, 1820334-2019-01093, 1820334-2019-01094, and 1820334-2019-01095. This report captures the other patients that experienced an airway injury but did not experience a pneumothorax.